Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event date has been updated and provided in b3 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Customer blood glucose at time of hospitalization was above 600 mg/dl. Customer blood glucose prior was 500 mg/dl, which they treated with manual injection. Customer was tested positive for ketones. In hospital customer was treated with IV and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was not active at time of high blood glucose event. Insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/24/2022 to 02/28/2023. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 23-dec-2021. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 23-dec-2021 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Force sensor zero offset within specification (23.02 mv). The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received with a depleted cvs pharmacy max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Battery cap contact missing/damaged was confirmed. During visual inspection, corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.